Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's program was working for their symptoms before they had knee surgery on friday. Patient said they brought their stimulator with them in case they needed to turn it off but were told they did not need to turn the stimulator off. Patient said, now, they are not getting their bladder control back like they had before. Patient stated their surgery was on (B)(6) and on (b)(5) their symptoms started to come back and so they turned it off for a little bit then back on and they increased and it worked for half a day but now they are just losing bladder control, they started urinating on them self again and wearing protection pads. During the call, patient said they felt like they had to urinate. Offered and assisted patient to increase on the program they were currently set on. Reviewed some interstim therapy optimization information and recommended keeping their doctor informed of their symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They had a knee replacement and after a couple of day, they turned off their device. They soon started to urinate, then they started to urinate with no control with their bladder. They turned their device back on and they were still having a complete loss of their bladder. It was suggested to them to turn the device up. They had it originally set it at 2.7 and had to go up to 3.5. After a matter of days, they began having more control of their bladder. Eventually they were able to back to 2.7 and their bladder is now back in order. They confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.